Event description:
Patient reported to the zealand ae assessor that at 9:15am on (B)(6) 2021 patient had a feeling and patient woke up in the back of an ambulance. Patient was seen in the emergency room for fainting with a blood glucose of 100. The patient states she woke up got ready for work and checked her blood sugar which was in the upper 200"s, patient took 3 clicks of bolus for her breakfast, however patient decided not to eat breakfast. Patient stated had a granola bar in the car. Pre v-go blood glucose range was greater then 400. Patient did not take her pre v-go blood glucose management medications as prescribed by the hcp. The emergency room physician instructed the patient to bolus no more then 2 clicks per meal and 0 clicks for snacks. The patient was originally prescribed 3 clicks with meals and 1 click with snacks. Patient disposed of the v-go in this complaint. The patient stated the doctor told her to keep bg around 250.